Event description:
A facility reported comparisons of neonate blood glucose sample results using the aviva system and the advantage system. Each sample was tested on the devices at the same time; the samples were taken more than 10 minutes apart. Aviva 47 mg/dl, advantage 67 mg/dl aviva 43 mg/dl, advantage 61 mg/dl aviva 35 mg/dl, advantage 66 mg/dl no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system, medwatch with identifier (B)(6) is advantage system.